Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 6 months. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2017 due to altered mental status, peripheral vision loss and aphasia. The patient complained of generalized, severe headache 2 days prior to admission with no associated nausea, vomiting, photophobia, fever, and no neck pain. Initial CT scan did not show any evidence of acute intracranial abnormality, old occipital lobe infarcts seen. A follow up CT scan was performed on (B)(6) 2017 and it showed CT evidence of large acute hemorrhage in the left parietal lobe with a large hemorrhage fluid level suggesting a coagulopathic process. Additionally, there is associated hemorrhage in the lateral third and fourth ventricles with marked mass effect of and least 21 mm shift of the midline structures to the right. More worrisome is that there is an appearance of uncal herniation and enlargement of the right lateral ventricle related to the transfalcine herniation. Neurosurgery was consulted. Stroke team and family meeting was done and it was decided to place the patient under comfort measures only. A do not resuscitate order was placed. The patient expired on (B)(6) 2017. The device was not explanted and it will not be returned for evaluation.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.